Event description:
Nurse was attempting to draw up medication into the monoject syringe when she noticed a piece of gauze or paper in the hub. The medication being drawn up was discarded, it cost $398.00.